Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 10/13/2025, it was reported that the patient received a low glucose alert on her cgm showing a value of 73 mg/dl, although she did not feel hypoglycemic. She performed a fingerstick blood glucose (fsbg) check, which measured 132 mg/dl. Following the cgm alert and bg discrepancy, the patient became anxious and developed symptoms of sweating, nausea, vomiting. The patient contacted telemedicine and was advised by a nurse to present for evaluation. There was no documentation of treatment at home and prior to emergency room (ER) arrival. Upon arrival at the hospital, her blood glucose measured 383 mg/dl. She was treated with intravenous (IV) insulin and remained hospitalized for 5 days. There was no documentation of a medical diagnosis. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.